Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400-600 mg/dl. Troubleshooting with tandem technical support (cts) was performed and insulin was not observed to be exiting the infusion set tubing. Bg was addressed via a correction bolus, and a supply change. The customer was instructed to consult with healthcare provider regarding bg level.